Manufacturer narrative:
The investigation for the console (aic) red alarm has been completed. Console logs from the reported day of event were reviewed and are consistent with complaint and show the console was properly shut down, but the there were failed boot-ups, from which aic recovered by self-rebooting. This was followed by ¿unexpected shutdown¿ advisory alarm (#603). The issue did not reproduce upon the next power-cycle. The console was returned for evaluation. During functional testing, power-cycling 120 times was performed, and a single failed boot-up was observed ((B)(4) rate), from which the console successfully recovered but no alarm was presented during that time. Failed boot-ups are rare, and if detected, the aic is designed to power-cycle and restore full operation. Depending on small variations in timing (whether failure is detected before or after aic sw fully loaded) the alarm #603 may or may not trigger. Therefore, there was no problem detected.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported in preparation for an impella 5.5 pump implant, the automated impella controller (aic) was powered on for support and abruptly shut down. The unexpected aic failure prompted the team to replace the console. There was no report or indication of patient involvement.